Manufacturer narrative:
Block h6: imdrf device code a150207 captures the reportable event of delivery system difficult to remove.

Event description:
It was reported to boston scientific corporation that an agile esophageal otw partially covered stent was to be implanted to treat esophageal cancer during a stent placement procedure performed on (B)(6) 2024. During the procedure, after the guidewire was inserted across the stricture and a paperclip placed on the halfway point, the stent was sent down over the guidewire. The stent was then able to be deployed; however, upon removing the delivery system, the stent along with the delivery system came out of the patient's mouth. The procedure was completed with another agile esophageal stent. There were no patient complications reported as a result of this event.